Event description:
It was reported that the stent dislodged from the balloon during preparation. Another balloon expandable stent was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and qual control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event the device was returned for eval. The stent was located approximately 1.6 cm from the distal tip, between the distal and proximal marker bands. The stent was slightly closer to the proximal marker band than to the distal marker band. The balloon was observed under magnification (10x), and the stent crimp impressions were present on the balloon surface. This indicates that the stent was crimped on the appropriate balloon located during the mfg process. The patency of the guidewire lumen was tested using an in-house 0.035" guidewire, and it passed with no issues. The stent was loose on the balloon and was able to easily move proximally and distally on the catheter shaft. The complaint investigation is confirmed for a dislodged/dislocated stent. The current IFU (instructions for use) states: warnings: should unusual resistance be felt at any time during the insertion process, do not force passage. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully.